Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73e1900153 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the first 4 clips were fired without issue but the clip was not loaded after 4 shot.